Event description:
It was reported that the right ventricular [rv] lead has had rising and varying pace/sense impedance measurements. It was also reported that the patient does not hear the alerts. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.